Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up x-ray imaging was done where it was confirmed that the right ventricle lead had migrated, causing slacking to be observed. Corrective surgery was completed to reposition this lowered lead. The procedure was successfully completed with no further issues reported. No additional adverse patient health effects were reported. Given this lead is still implanted and currently in service this concludes our investigation on this event. Should updated information become available, a follow up report will be submitted.